Event description:
It was reported that an unspecified quantity of exactamix empty bags had amorphous white particulate matter in the prepared total parenteral nutrition (tpn) solutions. The particulate matter looked almost "plastic in nature." This was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.